Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the set was not leaking with the infusor, but did leak when flushed. The crack is below where the sideline connects to the main line. No patient harm, no exposure to blood or bodily fluids. No other information was provided.

Event description:
It was reported that the set was not leaking with the infusor but did leak when flushed. The crack is below where the sideline connects to the main line. No patient harm, no exposure to blood or bodily fluids. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged y-site is confirmed; however, the exact cause is unknown. Five photographs of the y-site of an infusion set were returned for evaluation. An initial visual observation of the photographs showed a relatively large crack in the y-site of the infusion set. No details of the crack could be discerned from the returned photographs. Use residue was observed on and within the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.